Event description:
This lead was implanted on (B)(6) 2010 and was explanted on (B)(6) 2011. The threshold rose from 0.8v @ 0.5ms at implant to 2.0v @ 0.5ms. Impedance changed from 750 ohms at implant to 410 ohms. The physician was dr. (B)(6) at (B)(6) in (B)(6), pa. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).